Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative regarding an external device to an implantable pump infusing an unknown drug. The indications for use was spinal pain indications. It was reported that the manufacturer representative (rep) stated since the patient had been using the handset, there were times the communication gets to 90% and took forever to complete. The manufacturer's technical services specialist (tss) discussed that this was a known issue and the engineers are aware. Tss discussed that per the engineers, the patient-activated boluses are being given when it gets to 90%. Tss discussed decoupling and recoupling but the issue persisted.